Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was noted that the customer does not always follow recommended cds (cleaning, disinfection and sterilization) steps as per the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the nozzle and the grip/angulation control knob had stain due to incorrect reprocessing. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "-inspection of the air-feeding function -inspection of the objective lens cleaning function -inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Govind ballabh pant institute of post graduate medical education & research (gipmer). The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Other observations for the device: objective lens has a scratch and a chip; connecting tube has a wrinkle; control unit has discoloration; low angulation; knobs have play; due to damage of charge couple device (ccd) unit, image has white dots; distal end rubber coating (a-rubber) adhesive is detached; a-rubber has discoloration; insertion tube protector is sticky; suction cylinder is shaved; forceps channel port has a dent; switch (sw) sw1 has a cut; switch box has discoloration; and light guide lens, distal end cover (c-cover), connecting tube; universal cord, scope connector, and scope cover unit have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer sent in the device for evaluation and repair of an angulation play issue observed during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.